Event description:
It was reported that there were concerns on this cardiac resynchronization therapy defibrillators (crt-d) system about oversensing due to noise on the right ventricular (rv) channel and pacing inhibition up to five seconds. Technical services (ts) indicated that it could be related to myopotential noise but was not conclusive. Isometrics test was performed, and no noise was recorded. Further evaluations options were recommended and possible sensitivity reprogramming. This crt-d remains in service. No additional adverse patient effects were reported.